Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A fast-draining battery issue was reported with the adc device. A customer was unable to obtain glucose results as a result, the customer experienced symptoms described as ¿unsteady on his feet," disorientated, and a seizure. The customer further reported being able to self-treat with unspecified injection and a non-healthcare professional provided the customer with several medications (actrabid, levemir, vertico vomex, pantabazole, citalopram, dobadorad, neurolichtenstein etorjcoxt, hydromorphone, ibesatan, thyophelin). The customer also had contact with a healthcare professional who obtained unspecified laboratory result and diagnosed the customer with diabetic ketoacidosis, but no further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A fast-draining battery issue was reported with the adc device. A customer was unable to obtain glucose results as a result, the customer experienced symptoms described as ¿unsteady on his feet," disorientated, and a seizure. The customer further reported being able to self-treat with unspecified injection and a non-healthcare professional provided the customer with several medications (actrabid, levemir, vertico vomex, pantabazole, citalopram, dobadorad, neurolichtenstein etorjcoxt, hydromorphone, ibesatan, thyophelin). The customer also had contact with a healthcare professional who obtained unspecified laboratory result and diagnosed the customer with diabetic ketoacidosis, but no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader magz255-j0335 was returned and investigated with retained strips. Performed visual inspection on returned reader and observed damage to usb (universal serial bus) port. Visually inspected the returned usb/charging cable and no issues was observed. The date and time was set using the using returned cable and a new unused reader. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased and placed into the reader test fixture to download log. Therefore, the issue is not confirmed to use. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.